Manufacturer narrative:
Date of event estimated (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle after a coronary procedure using a 6f sheath. Reportedly, after prostyle deployment, the device could not be removed from the vessel. There was resistance removing the device yet it was pulled out and made the hole larger. A 9f sheath was inserted. The site was still bleeding. A hematoma was noted. A non-abbott device was used. Ultimately, manual compression was used to complete closure. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The prostyle device was removed with force. It should be noted that the electronic prostyle IFU, states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of tissue injury and hematoma are listed in the prostyle instructions for use IFU) as potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.